Event description:
The reporter indicated that she was concerned that her vns device was no longer working as she was having "crying spells" and transient ischemic attacks. The reporter indicated that her previous treating vns therapy physician had diagnosed her with pseudo seizures, and that her device had been programed to the lowest possible settings prior to his death. The patient is currently seeking treatment from a new vns therapy physician. The cause of the patient's transient ischemic attacks and their relationship to vns therapy is unknown.